Event description:
The port was placed 7/14/95 for anemia therapy. In 9/96, the port was being flushed after an endoscopy IV and the pt reported discomfort in the chest. An x-ray was done a fdew days after that, which showed that the catheter had broken off at the port stem.

Manufacturer narrative:
A port and catheter fragment were returned for eval. Catheter had been severed from port just distal to port connection, flush with cath-lock strain relief. A large amount of tissue was adhered to cath-lock. There was a black suture filament encased in tissue. Severed end of catheter fragment appeared broken and compressed and tubing curved towards break. Exterior of fragment was dulled, especially along blue stripe. One dot mark was missing. Two dot mark appeared to be degraded from wear. Initial eval showed both segments to be patent. Severed fragment was inspected tactually for elastic weakness or deformation and no tensile elongation was noted. Under mangification, broken end of severed segment was compressed and oval shaped. It was split in both corners of oval. Outer diameter at break appeared dull from abrasion. Ends of catheter at break point matches when mated. Surface texture of broken plane was very glossy and polished around half of circumference. Other half appeared dull and granualr with irregular striation across plain. This normally indicates a cut that resulted in a tensile break. Black suture filment was verified to be encapuslated in tissue and not underneath strain relief as tissue and suture can be liftef rom silicone strain relief. This is likely material used to suture catheter at this location. These signs may indicate that tubing was cut at suture site. A tightly tied suture can compress and cut or abrade into outer diameter of tubing through natural movement inside body. This wear can also dull sufrace of tubing. Once cut, tuibing can easily break fromtugging inside body. This is probable, given that port was in pt over one year. Once tubing was cut, fragment was then free to embolize.